Event description:
This is filed to report the gripper actuation issue. It was reported that on (B)(6) 2022, during preparation, the mitraclip gripper arms worked as intended. The patient presented with functional mitral regurgitation (mr) grade 3-4. During the procedure, in the left atrium, the independent gripper arm test was performed and the posterior gripper arm could not be lowered. Then, both gripper arms could not be simultaneously lowered. Troubleshooting was performed, such as turning up the flush further. After several attempts the clip was removed, and one of the gripper arms could not be lowered outside of the patient. Two mitraclips were implanted, reducing mr to grade 1. There was no clinically significant delay or adverse patient effect. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned and investigated. The reported difficult to open or close associate with the gripper actuation issues was not confirmed via returned device analysis. The discrepancy between what was reported (single and both gripper arms did not lower) and what was observed (no issue with gripper actuation) is likely due to a combination of varying amounts of tension felt by the device during procedure versus the returned product analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult to open or close (gripper actuation-single and gripper actuation-both). There is no indication of a product issue with respect to manufacture, design, or labeling.